Event description:
A pt was involved in a motorized vehicle accident and sustained multiple injuries. In 2007, a gore tag thoracic endoprosthesis was implanted to repair an aneurysm secondary to a transection. A postoperative computed tomography scan revealed that the proximal end of the device did not seal to the inner curve of the aortic arch. Approx two months later, the pt died from multiple organ failure. It was reported that the pt never left the hosp.

Manufacturer narrative:
The device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.